Manufacturer narrative:
H3) the software team analyzed the logs and archive shared and observed that there were two sessions and in both the sessions user went to navigation task with the imaging system exam and there were multiple tool verifications that were failed along with the optical interference on all the tools. The archive shared had an imaging system exam with a cylinder. Vertexbitstapsdrivertoolcard was added and also there was a request received to set screwimplant. But the logs did not capture any information related to projection and its visibility w.r.t to screw or driver. So, there was insufficient information to determine the root cause of the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no surgical delay.

Manufacturer narrative:
H2: additional information added to section a and b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, h3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the cad model of the driver being navigated was visible in the trajectory views but added projections and screws could not be seen. Vertex screws were in use at the time of issue occurrence. Another stealth was brought in for the case, issue did not replicate on the other stealth when using the same instrument, tool card, and screws. There was no patient impact reported.